Manufacturer narrative:
(B) (4). The homechoice machine was received and evaluated. Three simulated patient therapies were performed using the pt's therapy settings. During these therapies, no problems were encountered. The device was tested for temperature accuracy. The bag temperature was sampled at 5 minute intervals during an additional therapy session. With the comfort control setting at 36 degrees celsius, there were no fluid temperatures observed outside the specified delivery range. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specs. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed no issues. No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. There was not sufficient data available to determine the probable cause of this overfill. The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine, an overfill was identified. In the therapy session started on (B) (6) 2008, drain 7, the home patient's ultrafiltration (uf) reading was 96 ml. This uf indicates that the home patient (hp) drained 96 ml more than the programmed fill volume of 250 ml, for a total drain of 346 ml. Follow up with darlene chambers, rn, revealed that she was not aware of an increased drain volume with this patient. Because there was only one drain cycle with a larger drain volume, the nurse believed this was not an issue. She stated the pt was likely draining fluid that was not completely removed in a previous drain cycle. The nurse reported that, to her knowledge, there was no patient injury or medical intervention associated with overfill for this pt.